Event description:
On 7/30/24 an ilet user's mother reported the user experienced a high blood glucose (bg) event resulting in hospitalization. The event occurred on 7/1/24. The mother stated on (B)(6) 2024 the user had a bent infusion set cannula resulting in high bg and hospitalization. The user was released the same day after their bg levels were within range. The user was using the convatec inset (23", 6mm) teflon cannula infusion set. Bg levels and what treatment was received was not reported. Multiple attempts by beta bionics customer care to contact the user to obtain additional event information have been unsuccessful. This is the second of two high bg events reported for this user. This medwatch report details the high bg event on 7/1/24. A medwatch report detailing the first high bg event on 7/30/24 is submitted on MFR report #: 3019004087-2024-00373.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hyperglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values when it was able. The ilet was appropriately triggering device and cgm glucose alerts. The ilet was unable to dose insulin for approximately 6 hours during this event due to the cartridge running out of insulin and not being replaced. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hyperglycemic event was caused by a failed infusion set, as well as a failure to replace the insulin cartridge promptly when it was empty.